Event description:
It was reported that patient's lead was tried to extract but did not work and the lead broke. Also, patient keeps getting infected. There is no further information available. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: patient codes.

Event description:
It was reported that patient's lead was tried to extract but did not work and the lead broke. Also, patient keeps getting infected. There is no further information available. No additional adverse patient effects were reported.